Manufacturer narrative:
This medwatch report is for the suspect device used in advantage system 1. Reference medwatch report with (B)(4) for the suspect device in advantage system 2.

Event description:
Patient reported obtaining a blood glucose result of 233 mg/dl while using advantage system 1. Patient immediately retested blood glucose, on advantage system 2, and obtained a result of 41 mg/dl. Patient indicated that therapy was not modified based on these values. Quality control testing had not been performed on either system. Technical support requested the return of the suspect product and replacement product was shipped.